Event description:
The end user reported the hardware connecting the seat frame and main frame of the chair fell out. There was no report of adverse event or injury associated with the reported issue. Replacement hardware was provided to the end user.